Event description:
After running the first t1 scan, the patient complained that she felt heat on her left upper arm. I moved the patient out of the scanner and looked at the area. I saw no evidence of a heating problem and made certain that the area was covered with the blanket as she was large - and her arms were touching the sides of the scanner bore. I also reduced the sar limits to low as well as the pns limits. I continued the scanning and after each sequence, I asked her how she was feeling and if the heating had again occurred. Each time she responded that she was fine and that the heating had not returned. When the scanning exam was finished, I got the patient off the table and asked how she was doing. She said fine. But after a moment she asked if there was anything on the left upper arm because she now felt a pain in that area. The tech assistant and I both looked at the area and there was a blister approx 1.25flx0.25fl in size. We notified the radiologist who examined the patient and dressed the blister with a burn ointment and a sterile dressing. He also advised the patient as to what to do post examination. The patient was seen by her primary care physician who said it was a 2nd degree burn and treated the burn. Burn resolved and there was no permanent damage. Dose: na. Dates of use: 2006 - 2008. Diagnosis: hx of prolactinoma.